Event description:
Pt experienced superficial stitch infection. Pt exhibited clinical symptoms as determined by established criteria: purulence, erythema, raised scar, pain, antibiotics ordered by physician.